Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2014 with the following findings: the black box history revealed a pump reboot associated with a routine battery change. The battery compartment was cracked. The returned battery cap had stripped threads and could not be secured to the pump. There were pump reboots duplicated with the returned battery cap. A new test cap was able to secure to the pump and successfully completed a 24 hour duration test with no power interruptions duplicated. The pump cover was removed and there was no evidence of internal moisture or damage found. Unrelated to the original complaint, the display had a discolored contrast.